Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing. Programmed boluses and basals delivered and recorded properly during testing. No unexpected bolus delivery noted.

Event description:
It was reported that the insulin pump is delivering insulin not programmed by the customer. Caller stated that this anomaly has been happening for the past month. The current blood glucose reading is 110 mg/dl. Customer performed manual bolus. The bolus history is incorrect. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.